Event description:
It was reported that the lead integrity alert (lia) had triggered for a "failed" right ventricular (rv) lead. The caller inquired about reprogramming the sensing to "tip coil" and was informed that it was possible to program to this configuration. No further information was obtained through follow up; however, further investigation indicated that the lead was inactivated and replaced per the manufacturer's patient management database. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d284trk, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010. (B)(4).